Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist advised the customer to delete the affected user profile from both active directory and the enterprise server then created a new profile for the user and reassigned them to the appropriate ad group to resolve the issue. Customer confirmed that the issue was resolved after the suggested changes were applied to the setting. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, user account displaced as inactive and unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.